Event description:
It was reported to philips that the system would not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the bios battery of the host pc was faulty. The fse then replaced it with a third-party bios battery. After replacement, the system was returned to use in good working order.